Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects. This device is not included in any advisory populations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was at elective replacement indicator (eri). Using device programming and therapy history to determine the minimum expected longevity for this implantable cardioverter defibrillator (ICD), we confirmed that the device fell short of originally labeled longevity expectations. The battery status indicators of prizm family devices can be tripped by either battery voltage or charge time. Analysis revealed that this device declared eri based on charge time rather than by battery voltage. The device was unable to use all available battery capacity, which resulted in shortened longevity relative to original expectations. (B)(4) distributed updated longevity estimations in (B)(6) 2004 for the prizm family devices; longevity estimates for prizm he devices remain unchanged. This issue is discussed in our quarter 2, 2010 crm product performance report.